Manufacturer narrative:
The reported event of a communication issue was able to be confirmed. Functional testing was performed and the returned generator displayed the reported error message. The error shown was related to the abnormal function of the stimulation board and replacing the component resolved the issue. Radio-frequency delivery was simulated and all tests of the procedure were successful. Based on the information provided to abbott and the investigation performed, root cause of the field reported event citing a communication issue was related to the stimulation board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Prior to a procedure to treat shoulder pain, there was a communications error on the screen indicating the controller was not responding or incompatible. The generator emitted a beep during the self-test. The generator was powered off and reset but there was no resolution. There were no patient consequences and the procedure was cancelled due to the generator issue.